Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the output connectors and hanger assembly were broken, and all found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the atrial and ventricular output connectors were cracked and that the cables would not lock in place and fell out. It was further reported that the intravenous (IV) pole hanger was cracking at the hinge. The caller also reported that in their investigation it was determined that the doctor and other users were pulling the patient cable rather than using the release on the patient cable, and that the "cables were falling out on the way back from surgery" on one of the generators. Training at the facility was being established for the users and would include handling of the IV pole hanger. The generator was returned for service. No patient complications have been reported as a result of this event.